Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was over 600 mg/dl at the time of hospitalization. Customer was treated with insulin drip. Customer stated that the insulin pump was not working due to bubble in set. Customer declined troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.